Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, foreign matter could be confirmed; however, we were unable to identify the type of foreign matter through the pictures alone. A device history record review was completed for provided material number 306572 and lot number 3124296. The review did not reveal any possible non-conformances during the production process that could have contributed to the reported incident. It is most likely that the foreign matter resulted from the molding or assembly process. Without the physical sample we are unable to determine whether the foreign matter is within the fluid pathway or between the label and outside of the syringe barrel. At this time, an exact manufacturing related cause cannot be determined. If the physical sample becomes available for this incident or any potential future occurrences, we would greatly appreciate the opportunity to conduct a thorough analysis. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe had foreing matter in the fluid pathway. The following was translated from italian to english: we forward a report from (B)(6) hospital regarding the posiflush syringe code 306572 lot 3124296. They indicate the presence of foreign bodies inside the syringe and on the external cone as shown in the attached photo, and inform us that they have the sample at the department. As soon as we have the sample in our warehouse we will inform you.